Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0083503, medical device expiration date: 2025-04-30, device manufacture date: 2020-03-23. Medical device lot #: 0139079, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle foreign matter was discovered on plunger rod. The following information was provided by the initial reporter: pharmacist reported complaint on behalf of consumer. Stated two boxes of the 6mm syringes have some sort of oil or substance on the plunger inside of the barrel. Stated the consumer noticed this when drawing back the plunger and returned the boxes to the store. Pharmacist provided replacements to consumer.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (10) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0139079. Customer states that there is a foreign substance on plunger rod. All returned syringes were examined and no foreign matter was observed on the plunger rods or anywhere else on the samples. A review of the device history record was completed for batch # 0139079 and 0083503 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle foreign matter was discovered on plunger rod. The following information was provided by the initial reporter: pharmacist reported complaint on behalf of consumer. Stated two boxes of the 6mm syringes have some sort of oil or substance on the plunger inside of the barrel.stated the consumer noticed this when drawing back the plunger and returned the boxes to the store. Pharmacist provided replacements to consumer.